Event description:
It was reported that the light was allegedly smoking.

Manufacturer narrative:
The light was examined by a berchtold field service tech. A visual examination of the light identified that the cord for the filter glass insulation had burned and the plug board on the focus mechanism and liner had carbon build up. It was noted that third party bulbs were being used and there was debris in the lamp head. Additionally the lower gasket was not properly set in the housing. Technician disassembled light head, removed all degraded parts, rebuilt light head, reassembled light to suspension, conducted operational test of light. The light functions as designed to and was returned to readiness condition.